Manufacturer narrative:
Device evaluation: "the device related to the reported events of deflation and visibility/palpability was received on (B)(6) 2021 with lot number 1577640. Visual analysis of the returned device identified: white particles in shell, fold creases. Leak test didn¿t identify any openings. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found."

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side implant is "leaking and dropping". Healthcare professional confirmed left side deflation. Device remains implanted.